Event description:
It was reported that during a normal eri device change out, an increase in capture threshold was observed. Lead clavicular crush damage is suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.